Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and it was noted that a lead warning occurred for low impedance on the right ventricular (rv) lead. Intermittent loss of capture was also noted. The rv lead remains in use. No patient complications have been reported as a result of this event.